Event description:
During a surgical procedure the electrocautery shut down and displayed message "cord fault." Unit was checked - all connections fine. Changed the electrocautery pencil with attached cord and everything worked fine.